Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated, as the lot number is unknown. Though an investigation by the manufacturing plant could not be done, sales and marketing did reach out to the customer. During the discussion, it was concluded that there was a lack of understanding of the new product due to lack of training provided. This is a result of covid-19 as they were not allowed to enter the hospital.

Event description:
It was reported that bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in had an adapter unable to connect to the mating component. The following information was provided by the initial reporter: "it was reported that the catheter is difficult to advance and difficult to attach to saline lock. Event description per attached email states: hard to advance and attach to saline lock. Multiple attempts to start IV.".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in had an adapter unable to connect to the mating component. The following information was provided by the initial reporter: "it was reported that the catheter is difficult to advance and difficult to attach to saline lock. Event description per attached email states: hard to advance and attach to saline lock. Multiple attempts to start IV."